Event description:
It was reported that, during a vascular surgery performed on (B)(6) 2013, after unclamping, bleeding was noted through the graft legs. The procedure was completed and the graft was implanted. No injury was reported.

Manufacturer narrative:
A review of the device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality assurance inspections and tests including 100% inner diameter measurement per iso7198. No anomaly was found. No conclusion can be drawn. However, all available information would tend to indicate that the device was not defective.